Manufacturer narrative:
This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to suspected electrode friction in the header. The device was programmed to the primary sensing vector and has since been reprogrammed. No adverse patient effects were reported. The device and electrode remain implanted and in service. New information received indicates that another inappropriate shock was delivered in the secondary sensing vector. Boston scientific technical services (ts) guidance was requested. Ts reviewed the episode and noted mechanical noise and advised that the sense b node and lead/header connection be investigated further.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to suspected electrode friction in the header. The device was programmed to the primary sensing vector and has since been reprogrammed. No adverse patient effects were reported. The device and electrode remain implanted and in service. New information received indicates that another inappropriate shock was delivered in the secondary sensing vector. Boston scientific technical services (ts) guidance was requested. Ts reviewed the episode and noted mechanical noise and advised that the sense b node and lead/header connection be investigated further. Additional information received indicates that this device and electrode were explanted and replaced. The explanted products are expected to be returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to suspected electrode friction in the header. The device was programmed to the primary sensing vector and has since been reprogrammed. No adverse patient effects were reported. The device and electrode remain implanted and in service. New information received indicates that another inappropriate shock was delivered in the secondary sensing vector. Boston scientific technical services (ts) guidance was requested. Ts reviewed the episode and noted mechanical noise and advised that the sense b node and lead/header connection be investigated further. Additional information received indicates that this device and electrode were explanted and replaced. The explanted products are expected to be returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.